Manufacturer narrative:
On 04/01/2019 and 04/02/2019 an ortho fe inspected the probe, tubing and fluid circuit, nothing unusual found. Preformed the incubator heater block test and verified the centrifuge speed and timing, all pass. I ran the fluid circuit and pipetting test, both pass. A brief hesitation of the reagent spinner was noticed with a dummy run. Fe ordered a new reagent spinner and returned to site the next day and replaced the probe and impact detector parts. Ran the complete wa diagnostics and observed closely, other than a tub barcode error (expected) there were no errors or abnormalities seen. Panel b was run and again fe observed closely all processed normally, all reagents were properly spun and dispensed. Sample appeared to properly dispense and results were as expected.

Event description:
Customer reported provue giving false negative reactions for antibody identification. Customer reported patient with a previous history of anti-fya and tested (B)(6) 2019 with 0.8% selectogen lot # vs186, exp: 04.23.19 and both screening cells gave 1+ positive reaction with sc #1 (B)(6), heterozygous and sc # 2 (B)(6) homozygous for fya. Customer continue testing for antibody identification with 0.8% resolve panel a lot vra324, exp: 04.23.19 in use since (B)(6) 2019. All homozygous cells positive for fya antigen sc # 2, sc # 3, sc # 10 have a negative reaction. Customer was expecting positive. Customer repeated test (B)(6) 2019 with 0.8% resolve panel b lot # vrb256, exp: 04.23.19 in use since (B)(6) 2019 that has more homozygous cells for fya antigen and sc # 15, sc # 16, sc # 17, sc # 20, sc # 21, sc # 22 were all negative as well. Customer repeated testing in manual gel with the same 0.8% resolve panel b, same lot # of gel cards and all the homozygous cells for fya antigen and sc # 15, sc # 16, sc # 17, sc # 20, sc # 21, sc # 22 gave a 1+ positive reaction meeting customer expectations.